Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that on 02/05/2015. The patient underwent an additional procedure for "the incision and drainage of her on-healing wound and retained foreign body". Based on the limited information about the non-healing wound and foreign body provided at this time no conclusions can be made. Additionally, the information provided alleges that on (B)(6) 2016 the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient had a bard/davol ventrio hernia patch, product number 0010212, lot number huxg1216 implanted to repair an incisional hernia defect. (B)(6) 2015: the patient underwent an additional procedure for the incision and drainage of her non-healing wound and retained foreign body. (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that on (B)(6) 2015 the patient underwent an additional procedure for "the incision and drainage of her on-healing wound and retained foreign body". Based on the limited information about the non-healing wound and foreign body provided at this time no conclusions can be made. Additionally, the information provided alleges that on (B)(6) 2016 the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 4 months post implant of ventrio mesh, patient was diagnosed with bacterial infection, abscess and impaired wound healing thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list infection as a possible complication. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Review of the manufacturing records was performed and found that the lot was manufactured to specification. Update fields: d.6b(date of explant). Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient had a bard/davol ventrio hernia patch, product number 0010212, lot number huxg1216 implanted to repair an incisional hernia defect. On (B)(6) 2015: the patient underwent an additional procedure for the incision and drainage of her non-healing wound and retained foreign body. On (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio. Addendum per additional information provided: on (B)(6) 2014 - patient was diagnosed with incisional hernia, gallstones thereby underwent laparoscopic cholecystectomy and open repair with the implant of ventrio mesh. Per operative notes, ¿the gallbladder was grasped by its neck and retracted. The hernia sac was dissected. Seprafilm was placed over the viscera and ventrio mesh was inserted into the abdomen. Then, the mesh was placed using fixation device and sutured.¿ on (B)(6) 2015 - patient was diagnosed with non-healing surgical wound with retained foreign body thereby underwent excision and closure of chronic abdominal wound with removal of retained suture material. Per operative notes, ¿scar was marked and excised sharply. Two chronically open and draining tracts to the abdominal wall fascia was identified. At the base of these tracts, a suture was removed, and the tract completely excised.¿ on (B)(6) 2016 - patient was diagnosed with mesh infection, subfascial abscess thereby underwent repair with removal of infected mesh. Per operative notes, ¿there were chronic inflammatory changes of the deep subcutaneous tissue and extremely thickened consistent with a chronic infectious process. When the edge of the mesh was encountered, copious turbid fluid was also encountered. The mesh was completely excised from the abdominal wall. A dermal allograft was placed over the fascia.¿ on (B)(6) 2016 - patient was diagnosed with abdominal wall abscess, infected posterior seroma, incisional hernia, chronic inflammatory changes thereby underwent repair with removal of infected mesh from abdominal wall and implanted with biologic (alloderm) mesh. On (B)(6) 2016 - patient was diagnosed with infected abdominal wall seroma thereby underwent serous fluid drainage. On (B)(6) 2018 - patient was diagnosed with cellulitis, abdominal wall thereby underwent removal of abdominal wall foreign body. Per operative notes, ¿extremely dense scar tissue was encountered. The probe was noted to end in a small cavity. This was noted to contain two different prolene sutures and turbid fluid was noted. The fluid was cultured, the sutures removed, and granulation tissue was debrided. There was no definite, recognizable mesh present although the extreme density of fibrous tissue could actually mimic ptfe mesh.¿ attorney alleges that the patient had abscess, infection, pain, hernia recurrence, seroma, cellulitis and emotional injuries.